Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, high impedance was noted on the right ventricular lead occurring between (B)(6) 2019 to (B)(6) 2019. Since then, the impedance measurement was normal. Debuting lead damage and interference to the device while performing the impedance check were suspected. The physician decided to continue to monitor the patient. There were no patient consequences.